Event description:
The reporter stated that the end-user had called and said that they had a cordless phone in their lap, the phone rang and the end-user claims the chair started to drive. The end-user stated that the chair ended up tipping over and they fell from the chair. The end-user stated that they did receive an injury of broken ribs. The reporter did not receive any information from the end-user if they sought medical attention.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacturer for evaluation.